Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2-2 pockets were failed. A field service engineer (fse) cleaned the contacts, secured the connections, and tested all pockets. However, the main drawer 1 matrix did not latch properly. The fse applied matrix drawer remediation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es had broken drawer and it had failed since there was a controlled substance in it. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.